Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the several catheters had an issue. It was stated that the catheter had a hole in it.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. It is unknown whether the device had met relevant specifications. The product was used for treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the photo sample noted one opened (without original packaging), used three way silicone irrigation foley. Visual inspection of the sample noted that the catheter had blue tape around it near the trifurcation. However, due to this tape, any hole that would have been there would be covered, so it could not be determined if there was really a hole there. A potential root cause for this failure could be "inserts with edges (the operator hits the shaft against the bottom insert when removing the piece of the mold)". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. Keep away from sunlight valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities.

Event description:
It was reported that several catheters had an issue. It was stated that the catheter had a hole in it per follow up made on 31mar2021, picture sample was provided, and it showed the hole in catheter and unable to saw hole in the naked eye. Per additional information received on 28may2021, customer had same hole issue with the same lot number. Another catheter was used to finish the case. Also stated that 5 more catheters were affected from the lot.